Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not power on. On onsite visit, the philips field service engineer (fse) visited onsite and found buss fault in ups controller. Upon troubleshooting, fse reported the hospital mistakenly put ups in error mode during generator backup tests. To resolve the problem, fse with customer bypassed the ups and system powered on. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.